Event description:
It was reported that the blocker disengaged post-operatively. The disengaged blocker was replaced during the revision surgery that occurred to clear out the infection. As per the communication with sales rep. The infection was not caused by blocker loosening.

Manufacturer narrative:
Method: device history review, complaint history review, nc/CAPA history review, labelling review, risk assessment result: the customer reported event was confirmed via x rays review. The device was lost during sterilization at the hospital, so the device could not be evaluated. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. There were no adverse consequences to the patient due to blocker migration. CAPA was opened to further investigate instances of blocker back out. Conclusion: a definite root cause cannot be determined without the device. Potential root causes include under tightening, over tightening of the blocker, blocker not fully contacting the rod when tightened, excessive post op activity. Device not returned.

Event description:
It was reported that the blocker disengaged post-operatively. The disengaged blocker was replaced during the revision surgery that occurred to clear out the infection. As per the communication with sales rep. The infection was not caused by blocker loosening.